Manufacturer narrative:
Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. The subject device is not available for evaluation, as it remains implanted in the patient. The root cause of this event was most likely due to patient factors. Edwards lifesciences will continue to monitor all reported events. If any additional information is received a supplemental MDR will be submitted.

Event description:
It was reported via the implant patient registry that a patient with a 27mm 3000tfx aortic valve, implanted in the pulmonary position for eight 8 years and 9 months, underwent a valve-in-valve procedure due to moderate to severe regurgitation and mild to moderate stenosis. Patient presented with symptoms of increasing exercise intolerance and fluid retention. The procedure was performed with a 26mm 9750tfx transcatheter valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Updated sections: b5, d4 expiration date and UDI, h4, and h6 type of investigation. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
It was reported via the implant patient registry that a patient with a 27mm 3000tfx aortic valve, implanted in the pulmonary position for eight 8 years and 9 months, underwent a valve-in-valve procedure due to moderate to severe regurgitation and mild to moderate stenosis. Patient presented with symptoms of increasing exercise intolerance and fluid retention. The procedure was performed with a 26mm 9750tfx transcatheter valve. There were no complications with the procedure and patient was transferred to the recovery room in stable condition. Patient was discharged on pod#1.